Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the jaws of the device would not opened. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.